Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited potential loss of capture (loc) on the presenting egm. The field was inquiring if this was true loc or due to a telemetry drop. The crt-d remains in service, no adverse patient effects were reported.